Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 1.4 vs lab inr 2.58 on same day. Inr target range: 2.0 - 3.0. No adverse events reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2010 reference itc complaint # (B)(4). Method, result and conclusion: MFR/eval/investigation pending product return from user facility.